Event description:
Two plates were implanted for a pt with mandibular prognathism. In the beginning of april it was found that one plate was fractured in the middle that was attached to the pt's right mandible. Revision surgery was conducted to remove/replace broken plate.